Event description:
During a follow up phone call by product surveillance to the home patient (hp) regarding the alarm, the hp stated that she did know what had caused the alarm, but she had resumed therapy. The hp is doing fine. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was performed on potentially associated lot (h10e21052) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting the alarm, explaining the alarm and assisting to remove the cassette from the machine. The tsr advised the hp to contact the nurse about missed therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.